Event description:
It was reported that the device was used during a low anterior resection. The device locked on tissue and would not work. The device did not cut or staple. The jaws did not close all the way, so the tissue could be removed without incident. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.